Event description:
The biomedical engineer (bme) the biomedical engineer (bme) reported that the nursing staff reported that no alarms were generated at the cns for this telemetry unit. Due to the lack of alarming, the patient expired. The incident occurred on (B)(6) at approximately 6:45 am but was reported to nihon kohden on 02/03/2026. Biomed stated there is a possibility that the ECG leads were not reconnected, but this has not been confirmed. Nihon kohden clinical applications specialist (cas) reviewed the files uploaded by the customer and determined that the data showed the patient was not being monitored at 6:45am, and the cns was alarming appropriately for "check electrodes." She explained as there was no waveform to analyze, the cns wouldn't be able to alarm for arrhythmias as the patient's ECG wasn't being monitored.

Manufacturer narrative:
The biomedical engineer (bme) the biomedical engineer (bme) reported that the nursing staff reported that no alarms were generated at the cns for this telemetry unit. Due to the lack of alarming, the patient expired. The incident occurred on (B)(6) at approximately 6:45 am but was reported to nihon kohden on 02/03/2026. Biomed stated there is a possibility that the ECG leads were not reconnected, but this has not been confirmed. Nihon kohden clinical applications specialist (cas) reviewed the files uploaded by the customer and determined that the data showed the patient was not being monitored at 6:45am, and the cns was alarming appropriately for "check electrodes." She explained as there was no waveform to analyze, the cns wouldn't be able to alarm for arrhythmias as the patient's ECG wasn't being monitored. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device multiple patient receiver (org) model: org-9100a sn: (B)(6). Telemetry transmitter model: zm-531pa sn: (B)(6).

Manufacturer narrative:
The biomedical engineer (bme) the biomedical engineer (bme) reported that the nursing staff reported that no alarms were generated at the cns for this telemetry unit. Due to the lack of alarming, the patient expired. The incident occurred on (B)(6) at approximately 6:45 am but was reported to nihon kohden on 02/03/2026. Biomed stated there is a possibility that the ECG leads were not reconnected, but this has not been confirmed. Nihon kohden clinical applications specialist (cas) reviewed the files uploaded by the customer and determined that the data showed the patient was not being monitored at 6:45am, and the cns was alarming appropriately for "check electrodes." She explained as there was no waveform to analyze, the cns wouldn't be able to alarm for arrhythmias as the patient's ECG wasn't being monitored. Investigation conclusion: the customer reported that a zm-531pa telemetry unit did not generate alarms at the cns, and the patient subsequently expired. Nk tech support requested logs and event documentation for investigation. Review of the logs indicated that the patient was not being monitored at the time of the event and the cns was appropriately alarming for "check electrodes," suggesting the ECG leads were not connected. As no waveform was present, the cns was unable to generate arrhythmia alarms. Root cause: use error. Additional device information: d10 concomitant medical device. Multiple patient receiver (org), model: org-9100a, sn: (B)(6). Telemetry transmitter, model: zm-531pa, sn: (B)(6). Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. A2 - a6, b6 - b7. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) the biomedical engineer (bme) reported that the nursing staff reported that no alarms were generated at the cns for this telemetry unit. Due to the lack of alarming, the patient expired. The incident occurred on (B)(6) at approximately 6:45 am but was reported to nihon kohden on 02/03/2026. Biomed stated there is a possibility that the ECG leads were not reconnected, but this has not been confirmed. Nihon kohden clinical applications specialist (cas) reviewed the files uploaded by the customer and determined that the data showed the patient was not being monitored at 6:45am, and the cns was alarming appropriately for "check electrodes." She explained as there was no waveform to analyze, the cns wouldn't be able to alarm for arrhythmias as the patient's ECG wasn't being monitored.